Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Details of surgery: no primary stability, implant surface not completely covered w/bone and bone overheating. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, hypersensitivity and inflammation. No further patient complications were reported.